Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to duplicate the reported problem. It was determined that the defective motor sensor was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that there was error 41622, pump blocked. There was no reported patient involvement.